Event description:
The customer reported a signal loss during 12-lead ECG. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.